Manufacturer narrative:
The customer was unsure which of two device lots were involved in the reported event. Testing was performed at alere (B)(4) on retained kit lot 101802 and lot 104109 (exiry 01-12-2020) with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 101802 and lot 104109 were reviewed. These lots met the required release specifications. A review of the complaints reported as false positive or unconfirmed false positive related to lot number 101802 and lot 104109 showed that the complaint rate is (B)(6), respectively. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ag result was reported with the alere determine hiv 1/2 ag/ab combo test. An eia test was used to confirm the patient as (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported as a pregnant female and had received (B)(6). The patient had a vaginal delivery.